Manufacturer narrative:
.

Event description:
It is reported that the patient's insulin pump was displaying a battery error as well as a button error. Patient's blood glucose level is 169mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump alarmed for a button error and had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms were noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.